Event description:
I had "essure" implanted in (B)(6) 2013. In the weeks and months following the implantation I suffered discomfort, cramping, headaches and heavy and irregular bleeding. Furthermore, I underwent a painful initial functionality test followed by a second and even more painful functionality test after these tests it was determined by the physician that the essure implant would not deliver the desired result.